Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Further evaluation by cardiology was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Additional information was received that the failure to capture occurred post-mortem. As there is no reportable allegation against the device itself and it was not related to the patient's death, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Further evaluation by cardiology was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service. Additional information was received that this patient is deceased. The physician confirmed the death was not device-related. The physician reviewed the stored electrograms (egms) and determined that the patient experienced a ventricular fibrillation (vf) arrest and that the subsequent presenting egm showed pacing with apparent loss of capture due to the patient already being deceased.